Event description:
It was reported that during transport of the pt with an oxylog 3000 ventilator a cardiovascular depression, caused by a hopoxie occurred. This let to cardiopulmonary resuscitation. Due to the customer no adequate ventilation was provided after the ventilator was connected to wall holder in the transport car. The pt status stabilized (1min) quickly under manual ventilation.

Manufacturer narrative:
The investigation of the device involved is ongoing, the results will be part of a f/u report.